Event description:
It was reported that customer experiencing low blood glucose. Blood glucose level at the time of the incident was 2.2 mmol/l. Customer's current blood glucose level was 4.3 mmol/l. The customer was using insulin pump within 48 hours of low blood glucose incident. The customer had reported that auto mode feature was automatically delivering insulin at the time of low blood glucose event. The customer had treated low blood glucose with food. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.